Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: lot number details were not received from customer. Section d4: UDI details were not received from customer. Section d4: expiration date: lot number was not received. Section h4: device manufacturer date details were not received from customer.

Event description:
A healthcare facility in massachusetts reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr418 optiflow junior 2 nasal cannula was detached during use on patient. There were no patient consequences reported.

Manufacturer narrative:
(B)(6). Method: the complaint device ojr418 optiflow junior 2 nasal cannula xl was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Our investigation is thus based on the evaluation of the subject device, the information provided by the customer and our knowledge of the product. Results: visual inspection of the returned cannula revealed that both of the tubes were detached from the connector (swivel grip joint). Evidence of stretching was observed in both tubes. Conclusion: based on the visual inspection of the returned device, the information provided by the healthcare facility and our knowledge of the product, it is most likely that the reported damage resulted from the cannula being subjected to excessive force. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken throughout each batch and functionally tested for retention strength between the assembled parts. If there are any failures the entire batch is put aside for further investigation. The subject cannula would have met the required specification at time of production. The user instructions which accompany the subject device ojr418 optiflow junior 2 nasal cannula xl show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned." Section d4: lot number details were not received from customer. Section d4: UDI details were not received from customer. Section d4: expiration date: lot number was not received. Section h4: device manufacturer date details were not received from customer.

Event description:
A healthcare facility in massachusetts reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr418 optiflow junior 2 nasal cannula was detached during use on patient. There were no patient consequences reported.